Manufacturer narrative:
The cause of the reported issue was due to the infusion set tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level while using a non-tandem infusion set. Bg value was not provided. The customer's infusion set was ripped out of their body by a dog, which led to their high bg. Customer declined to provide any additional information including infusion set brand.